Manufacturer narrative:
Additional information was requested - including medical records and imaging - however, we have not received further information. Also, the device has not been returned for analysis. If further information becomes available, an amended report will be submitted.

Event description:
According to the initial information received, the 36mm amplatzer septal occluder (aso) was successfully implanted but dislodged two days later. The device was surgically retrieved and the defect was surgically repaired.

Manufacturer narrative:
The aso was returned to aga medical in its original configuration. Following decontamination, the aso was measured and the size was confirmed to meet dimensional specifications. The aso was examined microscopically and no defects were observed. The aso was loaded and deployed from a test 12f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.